Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 11-jan-2022. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a stent-assisted aneurysm embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452200 / 5852769) was released in the proximal end of the prowler select plus microcatheter when it was being advanced within the microcatheter. The stent was retracted and replaced with a new stent to complete the procedure. There was no report of any patient adverse event or complication. On 20 dec 2021, additional information was received. The information indicated that the target lesion was on the m1 segment of the left middle cerebral artery (mca). Adequate and continuous flush was maintained through the prowler select plus microcatheter. There was ¿a little¿ resistance felt within the microcatheter. It was not necessary to remove the microcatheter to withdraw the stent; the microcatheter was not replaced with the stent to complete the procedure. The reported issue did not result in any clinically significant delay in the procedure. The complaint product was returned and received for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm enterprise® vrd was received contained in a pouch. Visual inspection was performed. The stent component was observed separated from the rest of the device. No damage was noted on it. The introducer was inspected and was found in good, normal condition. The delivery wire component was not returned. No further investigation can be performed as only the stent component was returned. The reported issue documented in the complaint that during the stent-assisted procedure, the 4.5mm x 22mm enterprise® vrd was released in the proximal end of the prowler select plus microcatheter when it was being advanced within the microcatheter. The reported issue is confirmed. However, the exact time when the stent became released and contributing factors could not be conclusively determined as the concomitant microcatheter was not returned. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 5852769. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications it should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. (B)(6) medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 5852769. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452200 / 5852769) was released in the proximal end of the microcatheter (unspecified brand) when it was being advanced within the microcatheter. The stent was retracted and replaced with a new stent to complete the procedure. There was no report of any patient adverse event or complication.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 20-dec-2021. [Additional information]: the healthcare professional reported that during a stent-assisted aneurysm embolization procedure, the 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452200/5852769) was released in the proximal end of the microcatheter (unspecified brand) when it was being advanced within the microcatheter. The stent was retracted and replaced with a new stent to complete the procedure. There was no report of any patient adverse event or complication. On 20 dec 2021, additional information was received. The information indicated that the target lesion was on the m1 segment of the left middle cerebral artery (mca). Adequate and continuous flush was maintained through the prowler select plus microcatheter. There was ¿a little¿ resistance felt within the microcatheter. It was not necessary to remove the microcatheter to withdraw the stent; the microcatheter was not replaced with the stent to complete the procedure. The reported issue did not result in any clinically significant delay in the procedure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.